Event description:
It was reported that one of the system 9800's flip flop brake handles was broken. The operator was forced to use the brake handle on the other side of the unit creating delay and lack of functionality. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replacement brake handles are on backorder. Further problems are not anticipated once the replacement is made.